Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rising trend in shock impedance within the past six months, measuring from approximately 80 ohms to 110 ohms range. Technical services recommended normal follow up and to increase the high voltage shock impedance out of range alert. At this time, this rv lead remains in service and there were no adverse patient effects reported. Additional information was provided on 19jan2021, it was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. Boston scientific technical services was asked to provide advise and patient management. Additionally, the patient was followed up in clinic and the shock impedance threshold was reprogrammed. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed the shock impedance trend data for this lead, which, showed a continued gradual increase in shock impedance measurements. Ts discussed the potential for a lead revision. The patient was then seen in clinic. The physician noted that shock impedance measurements were in the 150 ohms range. Shock therapy output was increased to 41 joules. The physician discussed the option of revising the lead with the patient and the decision was made to revise the lead. A lead revision procedure was scheduled for a future date. No further information is available at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rising trend in shock impedance within the past six months, measuring from approximately 80 ohms to 110 ohms range. Technical services recommended normal follow up and to increase the high voltage shock impedance out of range alert. At this time, this rv lead remains in service and there were no adverse patient effects reported. Additional information was provided on 19jan2021, it was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. Boston scientific technical services was asked to provide advise and patient management. Additionally, the patient was followed up in clinic and the shock impedance threshold was reprogrammed. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rising trend in shock impedance within the past six months, measuring from approximately 80 ohms to 110 ohms range. Technical services recommended normal follow up and to increase the high voltage shock impedance out of range alert. At this time, this rv lead remains in service and there were no adverse patient effects reported. Additional information was provided on 19jan2021, it was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. Boston scientific technical services was asked to provide advise and patient management. No additional adverse patient effects were reported. This rv lead remains in service.